Manufacturer narrative:
The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. Reference internal complaint cc# (B)(4).

Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation and a patient "developed e-coli infection after having it done". We have been unable to obtain additional information surrounding this event.